Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was damaged around the reservoir compartment. The customer's blood glucose level was reported to be unknown. Troubleshoot was reported to be conducted. It was reported that the reservoir was not able to be secured on the device. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump received with broken reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received missing reservoir tube o-ring, cracked case at reservoir tube window corners, broken battery tube threads and minor scratches on lcd window.